Manufacturer narrative:
Other relevant device(s) are: product ID 8780, lot/serial# hg507xd10, implanted: (B)(6) 2021, product type catheter. Product ID: 8780, serial/lot #: hg507xd10, ubd: 15-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative who was receiving saline via an implantable pump for non-malignant pain. It was reported that the patient presented for exploration of pump and catheter on (B)(6) 2021. The patient had fluid collection in the pump pocket.  The cause of the fluid was undetermined. Fluid was removed from the pump pocket during the procedure. A dye study was performed and no leaks were observed. The doctor prophylactically placed an additional suture at the area of the spinal segment. It was indicated the issue was resolved.  To note, in pre-op, the patient reported shortly after implant ((B)(6) 2021) the patient had a headache and the doctor performed a blood patch (date unspecified). The headache was reported to have resolved but then the patient said they began to feel nauseous, have sweats, and lack of appetite. The morphine (5mg/ml, dose 0.240mg/day) was replaced with saline on (B)(6) 2021.